Event description:
During a remote follow-up, decreased sensing, increased capture threshold and noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead insulation damage and lead dislodgement were suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.